Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain and reported bulge", "findings suggestive of implant rupture" and "experienced trauma to the chest". Later, healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Healthcare professional later reported no complaint against the device. This record is no longer reportable to the FDA and will be un-reported.